Event description:
During a pulmonary vein isolation procedure preceding a watchman implant, when mapping, an effusion was noted that did not require intervention. When the effusion was noted, the patient became hypotensive, and the procedure was stopped. However, the patient stabilized, and no intervention was required. The physician alleges that the effusion occurred during transseptal access as it was noted to be difficult. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).